Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.